Manufacturer narrative:
The insulin pump was received with no motor error alarm during our testing noted. No e70 was found in the history file. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests also, passed motor test. The insulin pump has minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received excessive motor error alarms. Customer's blood glucose was 90 mg/dl. During troubleshooting, it was found that customer also received a motor position encoder error alarm. After troubleshooting, customer was advised that insulin pump would need to be replaced.